Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) was removed from the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: neu_unknown, product type: unknown. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving hydromorphone (at 20mg/ml and 5mg). The indication for use was reported to be non-malignant pain. The hcp was unable to fill the pump due to it being flipped, and the flipped pump was confirmed via a cat scan. It was also noted that there was fluid leaking from the pump pocket. The patient had not had a lapse in pain control. A surgical intervention was performed. The pump was flipped over and the connector was very loose, the surgeon replaced the connector.